Event description:
A patient reports while wearing a pod between 24 and 36 hours their blood glucose level had rose to 400 mg/dl. As treatment, the patient applied a new pod.

Manufacturer narrative:
The returned device was evaluated and the device was received deployed. The exposed portion of the soft cannula was not visible in the bottom housing viewing window. Further investigation found the soft cannula was shortened and torn. Measurement of the soft cannula length was confirmed to be shorter than specification. The timing and cause of this damage could not be determined. No timeouts or drive stall were observed in the data that would indicate a failure to deliver insulin during operation. The phb files showed the algorithm was functioning as intended, correctly responding to cgm inputs.